Event description:
On july 2, 2009, the lay-user/patient contacted lifescan, alleging that a one touch ultrasoft lancing device had damaged threading. The patient tests her blood glucose 3-4 times a day. She manages her diabetes with set dosages of metformin and glipizide. The patient indicated that the alleged lancing device issue started on an unspecified date/time sometime in 2009. Although the threading was damaged, the patient continued to test with the lancing device by holding the cap in place. Eventually, the patient claimed that an unidentified piece of the lancing device broke off, so she was unable to test her blood glucose for an unspecified period of time. On an unspecified date/time when she was unable to test, the patient claimed that she had a hypoglycemic episode and developed symptoms of shakiness and nausea. The patient mentioned that she feels as though she could have prevented the hypoglycemic event if she had been able to test. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.